Event description:
A customer reported a system message displayed, the illuminator was not working and smoke and an explosion noise was heard during a procedure. The case was completed with the same system using the auxiliary illuminator port. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and found the xenon lamp in the table top illuminator had exploded. The company rep replaced the table top illuminator and the lamp. The system was then tested and met product specifications. The system's event log was downloaded. The root cause is unk at this time. (B)(4).